Event description:
A malfunction alarm occurred, identified as malf 9, which did not adversely impact the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode before returning it to tandem and was advised that a replacement pump would be sent. The customer acknowledged understanding and planned to return the problematic pump using a pre-paid label within 10 days while continuing to use the current device as backup therapy.